Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. Additionally, the device was tested for energy delivery by measuring output at various impedance levels and tested with expected ranges. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. No trend has been identified for this failure mode.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the device did not completely seal a few small 1-2 mm sized vessels. The generator in use provided end tones, indicating a complete seal cycle. The bleeding was described as minimal (less than 10cc) and was controlled using another type of device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.